Manufacturer narrative:
This report concludes case investigation. Should new information be provided, an amended report will be completed.

Event description:
It was reported that this electrode had displaced completely, as apparently the patient had loose tissue around the chest. Reportedly, the suture sleeve was placed correctly, so the physician elected to relocate the electrode and create a third incision in order to suture the tip. The revision was successful and to date, this product remains implanted and in service without additional complications. No resulting adverse patient effects.